Manufacturer narrative:
(B)4). Section g4: the rd900azu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695 method: the subject device, rd900azu neopuff infant resuscitator was not returned to our fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the distributor, and our knowledge of the product. Result: evaluation of the provided photography revealed that the tube was detached from the manometer. Conclusion: we are unable to determine the cause of the reported event. As part of manufacturing process, each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined (in the manual) before connection to a patient.

Event description:
A distributor in china reported on behalf of a healthcare facility that the manometer of an rd900azu neopuff infant resuscitator was not functioning. There was no reported patient involvement.